Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. It was discovered that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. It was reported that the physician attempted to extend the helix being turning the screw about 30 times and suddenly the helix jumped out. Subsequently, the lead dislodged. Another attempt was made to reposition the lead but the helix would not extend. No adverse patient effects were reported. Another lead was successfully placed.